Event description:
It was reported that on (B)(6) 2024 , a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The landing zone was 32mm x 28mm and the sizing of the device was determined by transesophageal echocardiography (tee) / angiography. During the procedure, the close criteria were satisfied and the device looked good to release. The amulet was implanted and the device compression was in a tire shape. After releasing from the cable, the device migrated into another position. The device was removed via biopsy snare. The physician mentioned the cause of migration was big left atrial appendage (laa). The patient was reported unharmed and will not receive another closure device because the anatomy was too big. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was mentioned the cause of migration was big left atrial appendage (laa). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.